Event description:
The customer stated that one patient sample generated higher than expected results for the architect ca19-9xr reagent. The sample was retested after dilution with even higher results. The patient then went through more thorough diagnostic examinations (contrast CT scan and gastroscopy) with negative results. The patient was then tested for the ca19-9 using another non-abbott method with lower results. No further outcome or impact to patient health was reported.

Manufacturer narrative:
(B)(4): (gastroscopy was performed). Evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
A medical consult was obtained and indicated that this issue is no longer reportable. The tests performed on the patient were appropriate in order to evaluate the increasing results of the architect (B)(4).